Event description:
During post-op visit to the surgeon's office to remove surgical site drain, the surgeon noted that fluid and air were flowing from the evacuator bulb back up the tubing and into the wound. Upon further inspection, the surgeon found the back-flow valve floating freely in the evacuator bulb. (Note: the surgical drain is a routine part of the surgery.)